Event description:
A distributor in (B)(6) reported that an rt212 breathing circuit was received without a label. The distributor observed that the label was missing on the product prior to patient use.

Manufacturer narrative:
(B)(4). 510(k) number: the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the complaint device, as well as photographs of the complaint device, were visually inspected. Results: the product label was missing from the packaging on the breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 101117. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the product label being omitted from the breathing circuit kit. There are standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. Instructions include packing the circuits 'top and tail' alternately, with labels facing away from the front of the box. However, in this instance, the missing label was overlooked. (B)(4).